Event description:
It was reported that during a lap appendectomy procedure, the device jammed. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. However two reloads were received inside the plastic bag, reload b was received partially fired and with the lockout normal. Reload c was received fully fired with the pan detached and the lockout missing. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as how the reload became damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B) (4) qa. The batch record was reviewed and no anomalies were noted during the manufacturing process.